Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described: proximal aortic neck angulation smaller than 60 degrees. The safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: greater than 60 degree angulation of the proximal aortic neck.

Event description:
In (B)(6) 2010 (exact date unk), the patient had a computed tomography that revealed an abdominal aortic aneurysm. On (B)(6) 2010, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, it was noted that the patient's aortic neck angulation measured approximately 90 degrees. The trunk-ipsilateral leg component was deployed without any complication but the neck angle made it difficult for the physician to insert the sheath when trying to deploy the contralateral leg component into the gate. The physician stated he felt resistance while inserting and removing the sheath due to the angle of the aortic neck. With the sheath withdrawn, the decision was made to remove the contralateral leg component before deployment. While removing the device, the device fully deployed and inadvertently covered the left hypogastric artery. Another contralateral leg component was implanted to bridge the gap between the trunk-ipsilateral leg component and the previously implanted device. No procedure or treatment has been scheduled to treat the covered artery. It was reported that the right hypogastric artery is fully patent.